Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3998, lot# la8005, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) had been in an overdischarged state for 6 to 12 months. Even though the device was in an overdischarged state they were still feeling shocking when they moved their neck a certain way. If they would turn their head or bend their neck a little it would shock them real bad. If they moved their head down or up or if they were laying down and moved their neck it would shock them and they would wake up. They checked their ins with their programmer and it showed poor communication. The patient let their ins go all the way down about 6 months to a year prior to the report because it was hard to recharge. The patient had the issues happened 3 to 4 times and knew that they probably needed to get a new battery. There were no falls or trauma associated with this event. The patient was indicated for complex regional pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.